Event description:
While attempting to pass endotracheal tube through lma (laryngeal mask airway), it would not pass due to blocked/small flap that was stuck. Lma was removed from patient and another used during procedure. Malfunctioning flap that would not allow et tube to pass was opened after removal from patient.